Event description:
Drain broke off during the procedure. Surgery was aborted and neurovascular surgeon consulted to remove the drain that was retained. Dates of use: (B)(6) 2016. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.